Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the free disk space was too low. During troubleshooting, the fse recreated image disk. It resolved the issue. The same issue reoccurred after two months. The fse cleaned the image disk. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message low image space. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and recreated the image disk. The device was returned to expected functionality.